Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced after 46 months of implant duration. According to the physician, the device was nearing a battery status of elective replacement indicated (eri). The device was replaced without noted adverse effects.